Manufacturer narrative:
(B)(4). Batch # p94l6g. Investigation summary: the device was returned with the blade scratched and cracked. The device was connected to a gen11 and functionality tested. An alert screen was displayed and no further functional testing could be performed. However, the device was tested with the foot switch and it was functional when the max or min hand activation buttons were depressed. The blade could not be functionally tested due to the returned condition of the instrument. The blade broke off during functional testing. The device was analyzed, and it was determined that it was used on more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator, an alert screen will be displayed indicating to replace instrument / no instrument uses remaining. The device was disassembled to inspect the internal components and no anomalies were noted related to the reported event. When the device was disassembled and it was found that there was a cracked internal component; the y-link. It is possible that the issue encountered was due to the handpiece contacts being dirty. It is recommended that the surface of the handpiece gold ha contacts be cleaned periodically or when dirty. Failure to do so can result in no hand activation function. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in device failing the pre-run test with the generator and displaying an alert screen. The alert screens that may result can include ¿tighten assembly,¿ "remove instrument from patient," ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. This device is packaged and sterilized for single use only. Multiple patient uses may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic surgery for mediastinal tumor, the device did not function, though the generator was powered on or the activation button was pressed. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.